Event description:
Customer reported the following: the order was cardizem 125mg in 125ml to infuse at 10 mg/hr for 12 hrs. The cardizem primary infusion was started on (B)(6) 2012 at 0430 at a rate of 10mg/hr. Reportedly, 4 nurses witnessed that the rate was programmed correctly. On (B)(6) 2012 at 0650, the pump module started alarming and nurse noticed the cardizem bag was empty. No IV tubing leak was noted and the tubing was discarded. They do not know why the infusion completed too soon. The pt's blood pressure decreased to 84/70 compared to sbp 167 prior to cardizem infusion. The nurse notified the doctor who then ordered the cardizem drip to be discontinued and the pt was transferred to ICU. Pt was from a nursing home, had multiple diagnoses and was very sick. Pt had code status "dnr." The family decided on comfort care so the pt was discharged back to the nursing home and subsequently died on (B)(6) 2012. Customer reported there was no relationship between the death and the cardizem over infusion. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's experience of an overinfusion of cardizem (diltiazem) was confirmed from log review. Visual inspection revealed no issues with the device and functional testing showed that the device was delivering fluid within specification. The pcu event logs shows that an infusion of diltiazem 125mg in 125ml (1 mg/ml) was initially programmed at 4:30am to run at a rate of 5ml/hr and not at the 10mg/hr that was reported. This infusion ran until the pump module was paused and shut off after infusing 5.958ml. At 5:45 am, the system was powered on and the user programmed an infusion of diltiazem 10 mg in 115 ml. Guardrails calculated the concentration to be 0.087mg/ml. The user then entered 10mg/hr for the dose calculating a rate of 115ml/hr. The user started the infusion and one hr later, at 6:44 am, the infusion completed and transitioned to kvo. The total volume infused up to this point was 115.98ml. At 6:46 am, user programmed an infusion of diltiazem 125mg in 125ml with a rate of 10ml/hr and a vtbi of 125ml and started the infusion. At 6:59 am, the user attempted to change the rate to 100ml/hr which exceeded the guardrails hard limit of 20mg/hr so the rate was changed back to 10ml/hr. At 7:02 am, the user attempted to change the rate to 50ml/hr which also exceeded the guardrails hard limit, so the rate was changed back to 10ml/hr. At 7:05 am, the pump module alarmed for air in line and the unit was shut off a few mins later. While the pcu event log cannot definitively confirm that the bag was empty around 6:50 - 7:00 am, the log does show that an infusion of diltiazem ran at 115ml/hr for 1 hr between 5:45 and 6:44 am although the customer reported that it was intended to infuse at 10ml/h (10mg/h). The root cause of the customer's experience of an overinfusion of cardizem (diltiazem) was identified as a user programming issue.